Event description:
During the procedure, after the guidewire was inserted into the introducer, the sideport of the sheath detached. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. Actions to prevent reoccurrence have been implemented.